Event description:
The customer reported the system will display white images, which turn to black while annotating the image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor board and reformatted the hard drive. System operates as intended.